Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing new and severe pain that the stimulator was not helping. It was also noted that implantable pulse generator (ipg) had flipped in the pocket site. It was unknown if the patients new pain was device related. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.